Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and suture was used. The suture were rupturing during the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/27/2020. A manufacturing record evaluation was performed for the finished device lot mhh430, and no non-conformances were identified. H3 investigation summary: unopened samples of product code eh7823h, lot mhh430 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.